Event description:
Additional information was reported which indicated that pacing was not delivered when required. Additionally, the lead was undersensing and the loss of capture resulted in asystole greater than 2 seconds. These issues lead to the removal and replacement of this right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead intermittently had capture. An x-ray was performed and looked okay. During a lead revision procedure, this lead was tested via pacing system analyzer and the observation was repeated. This rv lead was subsequently removed and replaced, as a result of the intermittent capture. No additional adverse patient effects were reported. No further information is known at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.